Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of over 600 mg/dl. Cause of elevated bg level was unknown. Bg was treated with intravenous insulin. Reportedly, customer left the ER the same day with the issue resolved and no permanent damage. Tandem technical support was unable to complete a system check as customer did not have the pump available for troubleshooting. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.